Event description:
It was reported that the ventilator went into an apnea condition with no alarms while on the pt . The pt was fine and had an oximeter on with great sats. The pt was placed on a back-up ventilator. No harm to the pt reported.